Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that connection point between tubing and IV channel adapter spontaneously broke while priming it on the IV pump.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing spontaneously broke, and returned one sample of material 2426-0007, lot 25105295. Upon initial visual examination, the set verified the complaint of separation from the lower fitment. The tubing was examined under a microscope, and insufficient solvent was found. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the separation to be related to incorrect solvent application by the assembler. The plant addressed the failure by implementing two new fixtures for the solvent dispenser to aid in application. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.